Event description:
In 04/2001 datascope received the mandatory medwatch form from the user-facility and the following info was reported. The iab was inserted into the pt in 2001. In 3 days, the "air leak" alarm sounded from the pump. The pt went into cardiac arrest and expired. The body was sent to the medical examiner with the balloon and catheter still inside the body.